Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2016 with the following findings: the battery compartment was cracked in multiple. Moisture corrosion was found on the internal components of the pump was a result of the battery compartment crack. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed that the battery compartment was cracked and moisture was found inside the pump. This report is made based on results of investigation completed on (B)(6) 2016.